Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm. Approximately four (4) years post initial procedure, the patient presented with an unknown issue. A re-intervention is planned for a later date to reline the device with an afx2. There have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the reported planned re-intervention could not be determined with the limited information available. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018 and (B)(6) 2018 and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Not applicable; the stent graft was not available for evaluation as it remains implanted in the patient. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.